Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had a defective air/water supply/intake. There were no reports of patient or user harm associated with this event. The device was returned to olympus for device evaluation and found the nozzle had foreign material attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customers allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to clogging of the nozzle the air supply volume did not meet the standard value, due to clogging of the nozzle the water supply volume did not meet the standard value, due to clogging of the nozzle the water removal ability did not meet the standard value, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the adhesive on the bending section cover rubber had a chip and a crack, the adhesive on the bending section cover rubber had a white-clouded area, the adhesives around the light guide lens had a white-clouded area, the adhesives around the objective lens had a white-clouded area, the universal cord had a wrinkle and a scratch, the scope connector had a scratch, the image guide protector had a scratch, the protector of the universal cord on the scope connector side had a scratch, the protector of the universal cord on the control section side had a scratch, switches 1, 3 and 4 had wear, switch 2 had a scratch, the grip was shaved, the suction cylinder had a scratch, the plastic distal end cover had a dent, and the connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
H10: per the customer¿s response, reprocessing was implemented in line with IFU (instructions for use) this report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material at the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. - the instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.